Event description:
Clinic reports leaking blood line at connection between blood pump segment and post pump arterial line at reuse 7. Obtained info on 6/1/99. All three events were bloodloss <100ccs. No adverse effects or medical intervention required. No sample is available. MDR filed due to bloodloss only.